Event description:
The reporter indicated that a 12.1mm vticmo12.1 -17.5/2.0/071 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a new model lens of different diopter due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3:device evaluation: lens was returned in a microcentrifuge vial in liquid. Visual inspection found no visable damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).